Event description:
It was reported that the patient implanted with this spinal cord stimulator (scs) described bending over and then fifteen minutes later experiencing shocking sensations around the implanted device. In addition, the patient reported experiencing a headache. The patient reached out to a healthcare provider (hcp) and the hcp advised her to turn her stimulator off. The following day, the patient was seen in-clinic and the device was interrogated. No anomalies were noted; however, the patient reported they continued to feel unwell. Several hours later, the patient contacted the hcp to report they remembered falling and potentially landing on their stimulator site, approximately two days prior. The patient presented to the emergency room and were monitored in the hospital. A magnetic resonance imaging (MRI) was scheduled. Additional information was obtained that the patient was discharged from the hospital and advised to follow up in two weeks. The patient was seen two weeks later and it was reported the issue was resolved. The device remained implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
This emdr was submitted as the regulatory assessment decision for this complaint was corrected due to a remediation effort associated with (B)(4)..